Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device used in the incident, it was determined that the printer did not print properly. A technical support specialist (tss) identified a driver mismatch, where a lexmark printer was using an incorrect hp driver on the server, and installed the correct lexmark driver, configuring it to the appropriate printer. The customer mentioned recent data port changes and a possible network misconfiguration, which was corrected by reconnecting the printer to the proper port. Following these adjustments, printing behavior returned to normal, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the printer was printing thousands of pages of gibberish. Print jobs were canceled multiple times, but the issue recurred intermittently. However, there were no delays or adverse events or injuries reported based on this event.